Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that when initially calculating the lens, the patient's astigmatism axis was incorrectly entered into the ocos. The surgeon implanted a 12.6mm vticm5_12.6., -5.00/+1.0/099 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. After the first surgery, staff found that he input the wrong axis also vault was inadequate. On (B)(6) 2018 the lens was exchanged for a longer length lens and different axis. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in micro-centrifuge vial, clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. (B)(4).